Manufacturer narrative:
H3 other text : device was evaluated by third party service center.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, it was observed that the device's blower assembly and machine flow sensor were defective. The device's blower assembly and machine flow sensor were replaced to address the issue.